Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge that had more than the minimum amount of insulin available. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.